Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer reported that reservoir had no leaks, even though it was noted that there was less insulin in reservoir than it should be. Customer's blood glucose was 140 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer was not able to clear air bubbles from reservoir. Customer declined to test for leaks. After troubleshooting, customer was advised to return infusion set and reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed the pre-fill reservoir test. Both reservoirs passed per inspection. No air bubbles were observed during analysis. Checked the o-rings for defects and none were found. Reservoirs connected and locked in place properly.